Manufacturer narrative:
This event occurred in (B)(6). The patients chloride results were requested but not provided. The field service engineer replaced various parts and performed system inspections, cleaning's, and maintenance. He performed calibration and qc with acceptable results. The customer had no further complaints after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for 48 patients tested on a cobas 8000 cobas ise module. The initial na results were not reported outside the laboratory. The customer performed an ise calibration, qc, and repeated patient samples for confirmation. Below are five examples of questionable results reported by the customer: patient 1¿s initial na result was 119 mmol/l, and the patient¿s repeat na result was 132 mmol/l. Patient 2¿s initial na result was 120 mmol/l, and the patient¿s repeat na result was 138 mmol/l. Patient 3¿s initial na result was 122 mmol/l, and the patient¿s repeat na result was 143 mmol/l. Patient 4¿s initial na result was 122 mmol/l, and the patient¿s repeat na result was 143 mmol/l. Patient 5¿s initial na result was 123 mmol/l, and the patient¿s repeat na result was 138 mmol/l. The na electrode lot number was d4261 with an expiration date requested but not provided.